Event description:
According to the complaint, on (B)(6) 2024 samples were measured on the abl90 flex plus analyzer (serial number: (B)(6) with the following results on the calcium (ca2+) parameter obtained: sample 1 (serum) 1) 10:49am - 0.87mmol/l. 2) 12:52pm - 1.23mmol/l (comparison result). Sample 2 (serum) 3) 11:11am - 0.97mmol/l. 4) unknown - 1.33mmol/l (comparison result). Sample 3 (whole blood) 5) 01:22pm - 1.15mmol/l. 6) 01:21pm - 1.20mmol/l (comparison result). Sample 4 7) 01:22pm - 0.93mmol/l (whole blood). 8) unknown - 2.19mmol/l (serum, comparison result). Sample 5 9) 01:22pm - 0.90 mmol/l (whole blood). 10) unknown - 2.08mmol/l (serum, comparison result). Based on these, the customer had reported the results 0.87mmol/l, 0.97mmol/l, 1.15mmol/l, 0.93mmol/l and 0.90mmol/l as false low ca2+.

Manufacturer narrative:
Radiometer investigations of the provided data logs, found no system errors for the discrepant measurements. Hence the root cause is likely a pre-analytical error.